Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a filament regulator failure error and the system intermittently locked up. There was no patient injury or death reported.